Manufacturer narrative:
Additional information received on 27 june 2017 and includes: differently from what previously reported, the reporter informed that the instrument would have not been returned.

Manufacturer narrative:
On 05 may 2017, the manufacturer of the item involved in the complaint provided the document review of the subject lot with the following outcomes: batch released on date: 30/11/2016. N. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have received other complaints for this batch. Conclusions: there aren't non conformity elements in the document review.

Event description:
When the surgeon was impacting the cup, the cup impactor disengaged from the cup. The surgeon used a cup repositioner to move the cup into place. There was a 25 minute delay in surgery. The surgery was completed successfully. Instrumentation is available.